Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a certas valve was implanted on (B)(6) 2025. The shunt did not flow and was tested with a manometer, but there was still no flow. The patient showed signs and symptoms of shunt failure and was taken to the operating room (or). There was no clinical improvement, so the valve was removed on (B)(6) 2025. Based on the information provided, the current status of the patient is unknown.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828813pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected, no defect noted. While the valve was irrigated and hydrated, the vale popped, needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested and only leaked from the needle hole. Root cause analysis - the possible root cause for the reported issue could be due to biologicals debris. Accumulation of biological matter within the valve can cause difficulties adjusting the valve setting with the tool kit and impair the anti-reflux function.

Event description:
N/a.